Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Also have missing piece of the shell assessed as to inconclusive. ¿ cancer breast: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device.

Event description:
Device has been explanted.

Event description:
Patient reported a left side rupture . Device remains implanted.